Manufacturer narrative:
This pacemaker has been returned for analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that this pacemaker was oversensing noise and exhibited a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular channel. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the allegations made against the device in the field.